Manufacturer narrative:
Device evaluation: the evaluation the error description provided was confirmed, and further defects (blade damaged, housing shows signs of wear, cover shows signs of wear, led is not lit, product has been marked by the customer) were detected. Based on the defects identified during the technical inspection, it is concluded that the cause of the described malfunction is mechanical damage caused by the user or during refurbishment. This mechanical damage is causing the led to emit only a dim light. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that low light from led on this 8404hx. No patient involvement reported. No negative impact in state of health reported.